Manufacturer narrative:
The time period between implantation and the pericardial effusion lead to the possibility that the reported event may be linked to the procedure. No medical or surgical interventions were required to resolve the issue, as it self resolved as evident by the echo done on (B)(6) 2015. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported via the clinical database that the patient was implanted on (B)(6) 2015 and on (B)(6) 2015 an echo revealed small pericardial effusion.  A repeated echocardiogram (echo) on (B)(6) 2015 showed the pericardial effusion to now be moderate in size.  Patient had a transesophageal echocardiography (tee) performed on (B)(6) 2015, both revealing that the fluid around the pericardium remained.  A follow up echo was done on (B)(6) 2015 that determined the effusion had resolved with no intervention required.  No additional information was provided.

Manufacturer narrative:
Patient did not require intervention to prevent permanent impairment/damage. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.